Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported when he primes his insulin pump, the device goes to rewind every time. He replaced the batteries and reset the device a few times. The device was alarming. Customer's blood glucose was unknown. The drive support cap is sticking out. The device was not dropped or bumped before the alarm. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.